Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product ID: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks due to a suspected fracture. The lead triggered a lead integrity alert for high impedance and oversensing. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.